Event description:
The initial attorney report alleged infection/surgical intervention. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005: laparoscopy, very extensive lysis of adhesions with omental resection, small bowel resection with repair of multiple hernias using 2 composix e/x mesh (6 x 8" and 7 x 9"). On (B)(6) 2005: exploratory laparotomy, extensive lysis of adhesions with omental resection, and removal of mesh and debridement of necrotic tissue. The coarse portion of the mesh were noted to be partially incorporated into tissue (as expected) and the teflon part was filled with fluids from an abscess. It was felt the pt would continue to suffer symptoms if all the mesh was not completely removed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info received, it cannot be determined if the mesh may have caused or contributed to the reported problems experienced after implant of the mesh. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample has been returned therefore, no eval could be performed. There was no lot number included in the medical records provided therefore, a mfg review of the device history records could not be conducted. With the currently available info, no firm conclusions can be drawn. If add'l event and/or eval info is obtained, a follow-up MDR will be submitted.